Event description:
Dome detached during traction removal. Indwelling period is 184 days. The doctor in charge was skilled in using the device with experience of 40 cases a year. The detached portion was collected endoscopically.